Event description:
It was reported by the surgeon, via the sales rep, a pt underwent a surgical procedure on (B)(6) 2010, for stabilization of a delayed union of the tibia. On (B)(6) 2010, he experienced a mobilization of the fracture. On (B)(6), the pt underwent a unanticipated revision surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.